Event description:
During a routine hemodialysis treatment,the operator was not able to recover form the alarms.the operator was not able to recover from the alarms and chose to terminate treatment without rinseback,which resulted in a 210cc blood loss.no medical intervention was required.